Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos module with drive pcb. In addition, our technician confirmed that the segment fluid damage, the cmos module with drive pcb cloudy (not clear view), the insertion flexible tube buckled, the lcb distal cover glass cracked, the control body corroded, the mechanical base plate corroded, the operation channel (primary) leak, the remote control buttons leak, the operation channel (primary) cut, the remote control buttons cut, the up pulley wire worn out, the left pulley wire worn out, and the r/l knob white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.